Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with syringe. Customer stated that the blood glucose level went high because he was pumping insulin and it was not went anywhere. Customer also stated that the cannula of infusion set was detached. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis.